Event description:
It was reported that during a da vinci prostatectomy procedure, it was noted that the tips were deviated (turned away) on the fenestrated bipolar forceps instrument. No missing or falling pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .091 offset at the tips which indicated overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch cables were frayed at the distal idler. There was no damage to the clevis. The distal pulleys had mechanical indentations/burrs. There were indentations on the edge of the distal pulley and visible scratches on the surface of the pulley. The bipolar pins were also bent. The lower pin was bent towards the top pin and both pins were loose however it was still attached. The chassi was not broken. The instrument's main tube had deep scratches/gouges. The distal end of the main tube had scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and or various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.